Manufacturer narrative:
According to the complainant, the patient was observed to be restless and leaning toward the left side of the bed. At the time of the incident, the patient was unattended, and both side rails were found to be in the lowered position. A post-preventive maintenance inspection was conducted to assess the bed's functionality. The bed was confirmed to be operating as intended. The incident appears to have resulted from the user not adhering to the labeling instructions and not utilizing the bed's safety features appropriately. The IFU includes instructions/cautions for the users such as: "all side rails must be in fully raised and locked positions in the below cases: bed is moved with patient. Bed is in standing position bed is in x-hale chair position. Bed is functioning. Patient is left un-attended in bed." "It is recommended that the bed exit alert always be engaged to minimize the risk of unsafe movement of patient."

Event description:
The patient was restless and was leaning towards the left side of the bed. Both the head and foot rails were down. The nurse had left the room to find another staff member to move the patient. In that time, the patient rolled over and fell onto the floor. The patient suffered some bleeding. A CT scan was done post the fall which was negative.